Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# (B)(4) that guide wire tip detachment occurred. The target lesion was located in the left popliteal artery. A 182cm choice¿ pt guide wire was used in conjunction with a non-bsc re-entry catheter. During guide wire manipulation through the needle of device, the tip of the wire detached into the sub-intimal space of the left popliteal artery. Since the tip was not left within the true lumen of the vessel, the physician decided to take no further actions. No further patient complications were reported and the patient was not harmed.